Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine. It was reported that, about 4-5 days prior to the report, the patient started having issues connecting to their pump in the myptm application. The patient was seeing a "no device found" message. The patient mentioned that they had not been able to get a bolus since the night of (B)(6) 2025. The patient was told by pain management to call patient services for clearing the memory. The patient noted that they had lost 24-32 pounds since implant. The patient briefly saw a "not found communicator" message on the call to patient services. Patient services walked the patient through closing out of allapplications and reviewed communicator placement. The patient tried to connect to the pump again. The patient confirmed seeing a "no pump response" message and "no device found" message. The patient did not have any falls or trauma near the pump site. The patient then stated that they flew to (B)(6) the weekend prior and "the pump kept on trying to flip up and it looked like it was going on the end like twirling a quarter" and the patient c ould not understand why it was doing that. The patient noted that the pump was almost right on top of their stomach and normally it felt flat, but they would look down and it would be standing up on its end so they would push it back down. The patient's pump was flipping. The patient reported that they were at 5,500 elevation. The patient added that, since then, they had gotten violently sick and lost 15 pounds in a week. The patent vomited "all last week". The patient mentioned that they had an anesthesiologist that said that they had a severe case of high-altitude sickness which the patient thought was correct because they had gotten sick in (B)(6) before they ever had a pump. The patient asked if they could have gotten overdosed when there were out there. Patient services reviewed altitude considerations. The patient was seeing their doctor on (B)(6) 2025. The patient mentioned that, when they were implanted, they were given no instructions on how to use the external devices. The issue was not resolved through troubleshooting. The patient was provided the national answering service phone number and redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.